Event description:
It was reported that the healthcare professional (hcp) requested a review of the device data of this pacemaker. Technical services discussed the presenting electrogram (egm) shows far-field oversensing. Reprogramming efforts were performed. At this time, the product remains in service and no adverse patient effects were reported.